Manufacturer narrative:
Upon further investigation of this file, it was discovered that this event was initially reported as a gore® excluder® aaa endoprosthesis. Clarification of the event indicated the product to be a gore-tex® vascular graft. Review of the event determined based on the provide information this event is not reportable. Therefore, this report will be retracted. Corrected: brand name. Corrected: common device name. Corrected: contact office name/address (and manufacturing site for devices). Corrected: PMA/510(k) #.

Manufacturer narrative:
A1: added patient identifier.

Manufacturer narrative:
UDI - the lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak, aneurysm enlargement. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis.

Event description:
On an unknown date in 2010, a patient underwent endovascular surgery using gore® excluder® aaa endoprostheses. On an unknown, imaging identified aneurysm sac enlargement. It was reported no contrast was seen. However, the physician suspects endotension as the cause of the enlargement.